Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump alarmed button error, followed by having intermittent buttons due to corroded keypad traces. No traces of moisture were noted at the electronic, motor or reservoir tube assembly. The device was received with a cracked case at the display window corners and display window. The unit received with a minor scratched liquid crystal display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and leaked insulin. The customer did not know the blood glucose reading. He stated that he had the insulin pump on and was unsure whether he had been lying down on the insulin pump's side. He reported that the insulin pump had beeped two different times, but he was unsure whether the insulin pump had alarmed any other error. He did not know whether the insulin had been leaking from the reservoir and noted that there was no liquid in the reservoir compartment. He did not know from where the insulin pump was leaking and was unable to troubleshoot for the leak. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.